Event description:
It was reported that the "dialysis center called to say the catheter was leaking. Upon arrival catheter was noted to have a hole approx. 1cm distal to blue hub. Catheter was removed by dr. And new more-flow inserted. "The catheter was inserted in 2005.